Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported clip open-efaa was not confirmed during return device analysis. It should be noted as per the instructions for use intended use section, "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation." A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definitive cause for the reported clip open ¿ efaa could not be determined in this incident. The off-label use appears to be related to using mitraclip device for tricuspid regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device code 1494 - use in tricuspid valve. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. A mitraclip was advanced and leaflet grasping was attempted 10 times, however the clip was unable to lock; the clip failed establishing final arm angle (efaa). The clip delivery system (cds) and undeployed clip were removed from the anatomy. Post procedure tr remained at 4. There was no clinically significant delay in the procedure and no adverse patient effects.